Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an abdominal inflammation. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient received unspecified treatment for the event. At the time of this report, the patient was recovered from the event. Dianeal therapy was withdrawn during treatment. No additional information is available as the reporter declined follow up.